Event description:
Caller states customer was sweating when he tested 117 mg/dl on the aviva system while using expired test strips. Meter is also coded incorrectly. Caller treated him with levemir based on the reported result. An unknown time later caller noticed the customer's low blood glucose symptoms had not improved. She took him to the emergency room (ER) where customer tested 30 mg/dl on a professional device. Customer was treated with IV glucose and held for observation. 3-4 hours later customer was stable and sent home. Requested return of suspect device and replacement was sent.